Event description:
On (B)(6) 2004, the pt was implanted with gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt presented to the emergency room with back pain. CT showed a distal type I endoleak on the right side where the contralateral leg component had been placed. The pt was implanted with an add'l contralateral leg component which resolved the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.